Event description:
It was reported that during a shoulder procedure, the surgeon tried to pass the monofilament through and it wouldnt progress, he then removed and tried with the back-up that is sent in the pack, again it wouldnt progress. Backup device was available to complete the procedure. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 45 degree curved right accu-pass suture shuttle, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. However, a trend of this nature has been observed with this product line in the field, prompting a corrective action investigation. As a result of the investigation the following actions were implemented. The bend test was updated, including testing to evaluate the force required to move the monofilament in the accu-pass devices providing a quantitative value in order to remove the human element in the acceptance or rejection of the parts. The ultrasonic welder was re-qualified to include new parameters. A review of the complaint and manufacturing records was performed which confirmed the reported device lot in question was manufactured prior to these changes.